Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was constrained and a post-implant balloon aortic valvuloplasty (bav) was performed. The non-medtronic balloon used during the bav, caused the valve to dislodge. The dislodged valve caused a right coronary occlusion (rca). Subsequently, a balloon angioplasty was performed as intervention for the rca occlusion and a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.